Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
It was reported that, on (B)(6) 2009, a star prosthesis was implanted on the patient's right side in a post-traumatic situation. For about 9 months the patient has noticed a clear and increasing crepitation with initially strong and now decreasing pain. The patient was admitted as an outpatient on (B)(6) 2019 and (B)(6) 2019. In CT and szinthi a loosening of the prosthesis or periprosthetic infection could be excluded. Experience has shown that the onlay is not sufficiently assessable. A surgical revision is indicated.